Event description:
It was reported by a clinician that the procedure was being performed on a male pt. The catheter was being placed in the pt's right femoral artery. The artery was punctured, the needle was retracted, and a good image of the artery was visible with the contrast medium. When the imagery was finished, the catheter was removed. At which time, the catheter separated during removal and no excessive force was being applied. The retained piece was removed with the use of a sling. Traces of the use of the sling can be seen on the catheter sample. It was noted that this issue occurred with two catheters from the same lot number in the same day. Additional information received on 7/14/2009 clarified that the retained piece was removed with a snare.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.